Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was used for wound closure, the clip was able to grasp and lock onto tissue, but the clip could not detach. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1: patient ID: (B)(6). Block h6: imdrf device code a15 captures the reportable event that the clip would not detach. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and the device has evidence of full deployment. Microscopic examination was performed, and bushing has hits. Dimensional examination was performed the hooks of the bushing are within specification. The reported event that the tip of the clip could not detach was not confirmed. The investigation found that the device returned without the clip assembly and with evidence of full deployment. Evidence that the clip, did release. It is important to mention that the presence of this component is very important to the investigation because the event reported is directly related to this piece and to get a clarification of which could be the reason for the problem faced by the physician, this component must be inspected. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification. Excluding the possibility that the component dimensions interfered with the device performance. Therefore, the most probable root cause for this complaint is no problem detected.

Manufacturer narrative:
Block a1: patient ID: (B)(6). Block h6: imdrf device code a15 captures the reportable event that the clip would not detach.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was used for wound closure, the clip was able to grasp and lock onto tissue, but the clip could not detach. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.